Event description:
Patient stated that she had a quickset cannula that had needle that was bent (2nd one in 3 months)­ patient was able to change sites without any issues. No missed dose or adverse event unknown if product on for return. No product lot number provided, no dates of exactly when this occur provided. No further information provided. Reported to (B)(6) by pt/caregiver.